Event description:
It was reported that the contacts appeared ¿misaligned or bent.¿ it was noted that there was no issue with the patient as the lead did not come into contact with the patient or equipment being used for the surgery. There were no patient symptoms or complications associated with this event. It was further reported that the lead appeared to ¿slightly misaligned¿ through the contacts. It was noted that the device was not used in a patient. It was further noted that there was no patient death or injury.

Manufacturer narrative:
(B)(4).